Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, omsc concluded that the switches on the front panel did not respond due to the aging of the electronic components of the front panel unit due to repeated use over a long period of time, because more than six and a half years have passed since the device was delivered. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to ocsm for evaluation. Ocsm inspected the device and confirmed the following; it was necessary to replace parts such as the front panel unit, switch unit, blue bar, led board, and binder. In addition, olympus (B)(4) limited confirmed from the device repair history that the device had been repaired twice in the past. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by an olympus china representative that a malfunction occurred in the front panel of the device. This device is an olympus asset and the malfunction did not occur in the hospital. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus (B)(4) and found that the front panel broke down and the buttons on the front panel did not respond.